Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with high blood glucose (bg) levels of 23.4 mmol/l (421.2 mg/dl). A communication error occurred during pod activation and the patient was unable to connect the pod. At the hospital, the patient was treated with 2 manual insulin injections. The pod was discarded.